Event description:
Spontaneous. Inbound call from (B)(6), from manufacturer. Reported that patient received defective device. No additional information received. Per notes patient is past due for injection, not reported if/how many missed doses may have occurred or if patient experienced any adverse events, new device shipped to patient, no other info. Reported to (B)(6) by: health professional.